Event description:
It was reported that this lead exhibited high out of range pacing impedance measurements during an interrogation. At this time, there is no information of any corrective actions. No adverse patient effects were reported.

Manufacturer narrative:
Further investigation determined that this lead is an investigational study device as part of the nectar-hf feasibility trail (study ID nectar-1109) which is designed to evaluate the application of right vagal nerve stimulation in heart failure patients with a new york heart association class iii, an ejection fraction equal to or less than 35%, and a narrow qrs duration equal to or less than 130 ms. Investigation devices are not post-market approved and vigilance reporting is completed through the pre-market approval process/plan. This complaint is not reportable as this investigational lead is not approved for sale or registered in this geography.

Event description:
It was reported that this lead exhibited high out of range pacing impedance measurements during an interrogation. The lead configuration was switched from bipolar to unipolar. The lead remains in service and no adverse patient effects were reported.